Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was noted that the pump was continuously vibrating. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: during investigation, the vibration motor had intermittent operation during initial power on of the pump. The pump was opened and there was no moisture damage found to the printed circuit board. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The battery compartment was found to be cracked as well. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.